Event description:
Additional information received indicated the patient presented for a follow-up in clinic due to receiving an inappropriate shock caused by the over-sensed noise noted on the right ventricular (rv) lead. The rv lead was assumed to be fractured and was explanted in a procedure on (B)(6) 2023, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The reported events were inappropriate shock, lead noise and lead fracture. As received, a partial lead was returned in two pieces. The reported event of lead noise was confirmed. Visual inspection found one of the ring electrode cable coatings was abraded at the proximal region of the lead. Unable to determine the cause of the abrasion due to the missing lead body insulation. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. No changes were reported. The patient was stable.